Event description:
It was reported that an asymptomatic patient presented with invalid electrocardiograms (egms) and a suspension of radiofrequency (rf) telemetry on their pacemaker. It was suspected that the data corruption could have been caused by environmental noise, since the patient was cutting wood around the time that the egms became corrupted. Intervention was discussed, but none was reported. There were no patient consequences.